Manufacturer narrative:
After use of the mynxgrip vascular closure device vcd), ¿closing failed.¿ there was no patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, and the advancer tube was observed to have been on the catheter shaft, covering the balloon proximal tip as received. The sealant and procedure sheath were not returned with the device. The condition of the returned device is like an incomplete removal of the device. However, it is unknown if the device was manipulated after the procedure. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The shuttle cartridge was manually retracted, and the advancer tube was found properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use (IFU). Review of lot f1733902 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the information provided, the reported event of failure to achieve hemostasis could not be confirmed. Based on the condition of the returned device and the investigation performed, the cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. However, with limited information provided, the exact cause of the reported incident could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1733902 presented no issues during the manufacturing process that can be related to the reported event. The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device vcd), closing failed. There was no patient injury.